Event description:
Upon receipt of the device, the user reported that three batteries failed the discharge test. Since the event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.